Event description:
Eeg technician was backing an ergotron cart containing eeg equipment out of an elevator. The cart tipped over, the technician fell and injured her hand. The technician went to ER and was provided medication. The hand was bruised and is now alright.

Manufacturer narrative:
Carefusion field service engineer went on site and discussed with clinical engineering director that when transporting the ergotron cart with eeg system from room to room they need to put the monitor /keyboard mount all the way down to the starting position. That way small bumps on the floor or elevator would not affect the machine causing an out of balance situation. Director at hospital informed eeg technicians to follow this practice.